Event description:
On (B)(6) 2026, shortly after pod application on the arm, the parent reported that the pod site became itchy, followed by localized redness and irritation. No lumps, bleeding, or bruising were reported; only small, localized skin irritation was noted at the pod site. Due to itching, the pod was removed. Later on, the same day, the patient was taken to a hospital for evaluation of a weepy and gunky pod site. Medical assistance was required. Treatment consisted of a topical cream (medication name unknown) applied in the ward and provided for continued use at home. The pod was not worn during medical evaluation, as the pod had already been removed prior to the hospital visit.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the skin irritation. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n,5004l-am-q-mv01602-06-01.06, hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.